Event description:
It was reported that during an unknown procedure the gun fired but there was no resistance when turning and no audible click was heard when gun fired despite firing the full cycle. The device was difficult to remove from the rectum but there were two good donuts achieved. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. F/u response from the affiliate: customer also stated that there seemed to be no resistance when closing the gun either. Second attempt: how many counter-clockwise revolutions were used to open the device? 3/4. Was the device rotated in ninety degrees in both directions before removal?yes. What type of procedure was the device used in? Low anterior. Who fired the device? (B)(6)- registrar. Has the person firing been trained on how to use the ees circular device? Yes.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.